Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The hospital reported on behalf of the patient that the patient is unable to establish communication between her ipg and external devices. The patient is also without stimulation. As such, the patient may undergo surgical intervention to address the issue. No further information is known at this time.